Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg+beta value of 0.224 miu/ml and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 2029 miu/ml accompanied by a data flag. The hcg+beta reagent lot number was 454060. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, no critical alarms occurred on the day of the event. The field service engineer found foam on the reagent surface and adjusted the analyzer mixer. Performance testing was run and precision was within specifications. The investigation determined the service actions resolved the issue.